Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade broken lifted. In addition, the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It has been reported that during an unknown procedure, the blade broke and fall into the patient. The piece has been retrieved and the procedure was completed by another device. No harm to the patient.